Event description:
It was reported that the patient was seen by the physician and his device was checked and stimulation was increased. The patient was noted to be having a lot of seizures and uses the magnet frequently. No additional relevant information has been received to date.